Event description:
The manufacturer's sales rep arrived at the patient's home for a routine inspection. Upon attempting to upgrade the device's software the screen showed value characters, and the upgrade was not possible. The device was received and evaluated by the manufacturer. A review of the log files showed a "ventilator inoperative" alarm occurred and it was impossible to operate the device when the power was turned on to perform operational checking. Since the reported issue had reportedly occurred during the software version upgrading, the software version was upgraded again then it was completed properly.